Manufacturer narrative:
Concomitant products: 402358 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the patient experienced dizziness. A transmission observed the right atrial (ra) lead with oversensing and included possible far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.